Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working several months ago. A surgical procedure was performed to remove the ipp; however, upon explant, no device issues could be identified. There were no patient complications.